Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the pocket site was moved. Postoperatively, the discomfort has resolved.